Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for in-clinic follow up with the right ventricular lead exhibiting noise. Noise was not able to be reproduced with isometrics, pocket manipulation or breathing exercises. Noise was very brief and limited to one episode. Programming interventions were made. There were no adverse patient consequences reported.